Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and expressed feeling unsafe, after which the prescriber recommended a different device and the user discontinued ilet use. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included low glucose readings. Investigation included a review offer of device data and education troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and the event was unconfirmed due to unavailable data and user declining further review. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.